Event description:
It was reported that there were episodes of false asystole within two weeks of implant of the implantable cardiac monitor. The episodes were due to loss of sensing or loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.